Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a clear plastic fragment and forty-one representative sterile units. Visual inspection of the event unit confirmed the complainant's experience of a fractured cannula tip. The plastic fragment matched the missing portion at the cannula tip. Testing was performed on the representative sterile units. However, the complainant's experience could not be replicated. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by an instrument or object that came into contact with the cannula tip during the procedure. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: we have had an incident today with a trocar that was in a patient' when we removed it the plastic at the end was broken, the scrub practitioner notice the missing bit of plastic and informed the surgeon, the broken part has been located and incident form completed. Lot 1344771, ref. Cts22. Lot 1347089, ref. Ctf73. Unknown whether the device was ctf73 or cts22. Both have been retained. Will obtain further information from surgeon directly. Additional info received from applied medical team member, 5 apr 2019: following a telephone conversation with the deputy theatre manager yesterday, she confirmed that the broken part was retrieved from the abdomen and will be returned with the device. Additional information received via email from applied medical team member, 1 may: very large kidney, surgeon used suction irrigation device laterally to lift kidney (down cannula that was problematic). Said this lateral movement of instruments may have caused break, surgeon would have expected the trocar to split instead of break off. When trocars were removed, it was then noticed that it was broken. Surgeon retrieved broken piece from abdomen. Type of intervention: the broken part has been located and retrieved via incision used to retrieve kidney. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: we have had an incident today with a trocar that was in a patient when we removed it the plastic at the end was broken, the scrub practitioner notice the missing bit of plastic and informed the surgeon, the broken part has been located and incident form completed. Lot 1344771, ref. Cts22 lot 1347089, ref. Ctf73 unknown whether the device was ctf73 or cts22. Both have been retained. Will obtain further information from surgeon directly. Additional info received from applied medical team member, 5 apr 2019: following a telephone conversation with the deputy theatre manager yesterday, she confirmed that the broken part was retrieved from the abdomen and will be returned with the device. Type of intervention: the broken part was retrieved from the abdomen. Patient status: unknown.